Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for an incomplete molded tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tube was missing component of product. The following information was provided by the initial reporter: translated to english. The customer stated the missing component was, "discovered because it was difficult to put on a new cork when to archive the tube."